Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic radical hysterectomy procedure, the jaws of the bipolar maryland forceps (bmf) were not moving correctly because one cable was broken. The tip of the bmf became angulated near the vessels and was lifting them. The surgeon freed the tip of the bmf from the vessel using the other two instruments, allowing the instrument to be removed and replaced with a new one to resolve the issue. There was no patient injury.